Event description:
An infusion pump with "battery problem". Info was not provided regarding whether or not the device was in pt use when the event occurred. No record of any pt incident involving the pump. No pt injury had been reported. The pump was received for service. During service in 04/2006, failure code 570:320:844:0000 was found in the event history.